Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead was failing by the patients wife and this ra lead needed to be explanted. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was failing by the patients wife and this ra lead needed to be explanted. This device remains in service. No additional adverse patient effects were reported. At a later date, this ra lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was failing by the patient's wife and this ra lead needed to be explanted. This device remains in service. No additional adverse patient effects were reported. At a later date, this ra lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this ra was lead was capped and surgically abandoned due to it exhibiting an increase in its capture threshold measurements. No additional adverse patient effects were reported.